Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an admiral xtreme for treatment of a 250mm moderately calcified lesion in the superficial femoral artery (sfa). The lesion exhibited 90% stenosis and the vessel was reported to be mildly tortuous. The patient was reported to have critical lower limb ischemia. It is reported there was an existing stent implanted to treat stenosis proximal to the target lesion. The device inspected and prepped as per IFU prior to use without issue. It is reported after ipsilateral antegrade puncture, a non-mdt guidewire crossed the in-stent lesion, and then poba (plain old balloon angioplasty) was performed using the admiral xtreme catheter. After the first inflation at the rated burst pressure (12 atm), the second inflation was attempted at the same rated burst pressure (12 atm). During the inflation, however, the shaft of the balloon section kinked and the balloon ruptured. The device was therefore removed from the patient¿s body, difficulty was reported removing the device. The procedure was completed using another admiral xtreme. No adverse events were reported in this case